Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (40 mg/dl) due to pump¿s basal settings needing adjustment. Customer consumed carbohydrates and glucose tablets to treat the low bg levels. Customer also received assistance and was provided with juice. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.